Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display noted. Device received with cracked battery tube thread noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose level was 89 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that when they were changing the insulin pump, it fell and hit the floor which led to the crack on the top of the battery compartment. The customer stated that the display was blank less than 30 seconds and did not returned. The customer also stated that the display was blank currently. The device will be returned for analysis.